Event description:
A healthcare facility in (B)(6) requested a preventive maintenance check on their iw930afu baby control cosycot infant warmer. During servicing, which was conducted by a fisher & paykel healthcare (fph) servicing agent in (B)(4), it was observed that the power fail alarm of the subject infant warmer was faulty.

Manufacturer narrative:
(B)(4). Method: the subject iw930afu baby control cosycot infant warmer was performance checked at the healthcare facility by the fph (B)(4) servicing agent. Our analysis is accordingly based on the service report provided by the servicing agent. Results: the servicing agent had noted that the infant warmer's power fail alarm was faulty. Conclusion: the subject infant warmer unit is nearly nine years old at the time of inspection; it is likely that the replaceable super capacitor on the pcb board wore out over time. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The reported malfunction was discovered during preventive maintenance check with no patient involvement.